Event description:
Consumer reports that she noticed a small chip in one of her front, top teeth that she never had before using this brush. This is being reported as a malfunction with the potential to cause a serious event.

Manufacturer narrative:
(B)(4):device manufacturer date for the head is 09/25/2013 and the device manufacturer date for the handle is 11/30/2013.(B)(4)